Event description:
We were informed on september 20, 2024, about an event regarding a patient with medtronic deep brain stimulation (dbs) system. The patient underwent a medtronic implantable pulse generator (implantable pulse generator) replacement with a bsc implantable pulse generator because the medtronic implantable pulse generator had either reached end of life or was nearing end of life. It is not known if malfunction was suspected. The physician's name is karin persliden. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).